Event description:
Reported premature battery depletion and inability to interrogate. The device was explanted and replaced; no patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Premature battery depletion and inability to interrogate was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: preliminary analysis found the device had no output and no telemetry, and arcing occurred in the area of the charge circuit on the hybrid. Further analysis found extensive damage in the delivery control circuitry. It was determined that this occurred well into a high energy charge but before a delivery was initiated. Due to the nature of the damage, and the absence of a key component, the root cause of failure was not determined. Other text : premature battery depletion and inability to interrogate was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination hybrid circuit component/subassembly failure. Device was out of specification in a manner that relates to event interrogate, difficult to premature eri (elective replacement indicator).